Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The pump was received with broken battery tube threads, cracked reservoir tube and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and damage. The customer's blood glucose reading was 18.9 mmol/l. The customer treated with correction. The customer mentioned damage to the pump where the battery goes in. The customer stated that the drive support cap was indented. The customer mentioned blood glucose increase during the day. The insulin pump was returned for analysis.